Event description:
The customer reported the device showed a red x, a shock equipment malfunction message and it hung when the charge button was pressed during opcheck testing. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported the device showed a red x, a shock equipment malfunction message and it hung when the charge button was pressed during opcheck testing. No pt involvement was reported. The device was evaluated by a philips field service engineer. The symptom was verified. The processor pca was replaced to resolve the issue. The device passed all post-service testing and remains at the customer site.